Event description:
Pt was implanted with instrumentation from l5-s1 for segmental instability. Explantation of the original instrumentation was performed on 06/04/92 and replaced with instrumentation on the right side only of l5-s1. Pseudoarthrosis was noted at l5-s1 on 06/04/92.